Event description:
The consumer was using the rollator, when its frame broke. The consumer was sitting on the rollator's seat, scooting it with her feet, when its frame broke. The rollator is reported as having been used on the hardwood floor of the end-user's home kitchen. The consumer fell and was injured with a laceration on her hand. There wasn't any hospital or emergency room treatment required, however, the end-user's nephew is an emt, and bandaged her up. The consumer advised that she still has pain in her hand.